Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, calcified and 99% stenotic mid left anterior descending artery. The physician advanced the 3.5x8mm quantum maverick balloon to the lesion and inflated the balloon to 20atms on the first and second inflations. On the third inflation, the physician inflated the balloon to 8atms and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different balloon and the deployment of a non-bsc stent. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.